Event description:
Dealer states the chair speeds up without the consumer accelerating the joystick.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.